Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked at lower cutting speed of 1000 c.p.m. But failed to cut at 5000 c.p.m. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 3 of 3. See 1920664-2013-00175, and 1920664-2013-00176.